Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reporting that the instrument ncb, df targeting instrument for right plates is cracked. The event happened during surgery but no harm to the patient was reported.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the targeting device was cracked. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the targeting device was returned for investigation. The crack is at one of the retainer jaws. There are some more signs of usage visible. No other conspicuousness found. Review of product documentation: inspection plan: - characteristic no. 1 feature "coordinates of bore holes¿ with scope of testing: 100%. Means of inspection: "3d measuring machine". - characteristic no. 6 feature "visual examination of radius¿ with scope of testing: 100%. Means of inspection: "visual examination". Root cause analysis root cause determination using rmw: - instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient => not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible -> visual examination showed no signs of corrosion. - instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Conclusion summary: the targeting device was returned for investigation and there is a crack in one of the retainer jaws. In the surgical technique it is described that the plate should be attached with both connection bolts on the targeting device, to ensure a secure connection and to avoid an overstrain of the retainer jaws. Like this the applied force is transferred only via the connection bolts, but not via the connection to the plate. It might be a possibility that only one connection bolt was used, leading to the crack in the retainer jaw. However, based on the available information an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).